Event description:
The user facility reported that during a patient procedure hospital personnel commanded the table to rise and smoke and a burning smell was observed.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.